Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported a change in efficacy. The patient reported falling on her device and experiencing worsening incontinence ever since. It was noted it was possibly related to the device or therapy. It was noted the event was not related to the implant procedure. It was not due to programming and the most recent interrogation prior to the event was (B)(6) 2018. The hcp stated the patient reported falling on (B)(6) 2018 and subsequent worsening of symptoms in an email on (B)(6). It was noted patient¿s device was reprogrammed on (B)(6) 2018 and the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown how the fall impacted the device. No further complications were reported/anticipated.